Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a foreign material was noted. The target lesion was located in left anterior descending artery. An opticross was used to visualized the target lesion. When the catheter was connected "reserved for test" was displayed. The catheter was reconnected several times but the issue was not resolved. Also the ilab was exchanged but the issue remains. The procedure was completed with another opticross. After the procedure, the catheter was checked and it was noted that the 4 pin was corroded in white. No patient complications reported and patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. No damages or failures were observed on the ccp board assembly. No other visual damages were encountered upon visual inspection. Functional inspection was done and the catheter was properly recognized by the imaging system when plugged into the mdu and not connection issues or errors were detected during its testing. No foreign matter was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a foreign material was noted. The target lesion was located in left anterior descending artery. An opticross¿ was used to visualized the target lesion. When the catheter was connected "reserved for test" was displayed. The catheter was reconnected several times but the issue was not resolved. Also the ilab was exchanged but the issue remains. The procedure was completed with another opticross¿. After the procedure, the catheter was checked and it was noted that the 4 pin was corroded in white. No patient complications reported and patient's condition was good.